Event description:
On 05/31/2000, the facility's buyer informed the MFR's (MFR.) Representative of the following: prior to implant, the device would not flush easily. No further details were provided.